Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: after inserting the PICC through the peel-away the clinician attempted to break the peel-away. The white plastic handle on the proximal end of the sheath prematurely broke away from the body of the sheath without allowing the clinician to peel it away from the catheter. The case was completed successfully with no patient incident.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: after inserting the PICC through the peel-away, the clinician attempted to break the peel-away. The white plastic handle on the proximal end of the sheath prematurely broke away from the body of the sheath without allowing the clinician to peel it away from the catheter. The case was completed successfully with no patient incident.